Event description:
Customer reported drawer on pyxis anesthesia system failed. No pt was present.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service rep investigation discovered physical item obstruction causing drawer to fail.